Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited an atrial lead position check failure, unstable thresholds and high thresholds. A chest x-ray was ordered. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right atrial (ra) lead was dislodged and the implantable pulse generator (ipg) migrated within the pocket. The ra lead will be repositioned.